Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavi, an 18f ce manta was planned for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath. A second 18f ce manta device was opened and deployed without complication, and hemostasis was achieved. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
As reported: it was reported that: "during a tavi procedure. It was impossible to fully insert the bypass through the introducer valve. The new device properly and successfully closed the artery. The patient is fine.

Manufacturer narrative:
Device has not returned for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.